Manufacturer narrative:
The insturment was not returned for evaluation, therefore, the cause of the customer reported complaint cannot be determined.

Event description:
On november 2, 2006, it was reported that during the surgical procedure, the cable broke at the wrist of the endowrist prograsp instrument, thereby breaking the housing. The instrument was removed and replaced with an instrument of a different type. Later in the procedure, the console surgeon decided to convert to an open procedure due to pt condition and not due to the da vinci system. No pt harm was reported. The following additional info was provided: during procedure, endowrist prograsp instrument broke while engaged and holding on the fibroid attached to the pt's uterus. While under laparoscopic observation, it was noted that one piece of the instrument had broken off. The piece was recovered laparoscopically and removed. While removing the instrument from the pt's abdominal cavity, additional pieces of the instrument broke off. The procedure was converted to an open procedure. The abdomen was irrigated and explored by direct vision and feel. The procedure carried on without further incident.